Event description:
It was reported the patient did not receive pain relief since being implanted with the superion indirect decompression (ID) spacer. As a result, the patient underwent a procedure wherein the ID spacer was removed between the 4-5 lumbar vertebrae in order to have a minuteman procedure. Physical analysis of the ID spacer was not performed as it was retained by the facility. The patient did well postoperatively. It was noted the facility could not provide the device lot numbers.